Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt complained of glare. A yag was performed (B)(6) 2013. The pt's current prognosis is good.